Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: n/I. Model: n/I. Serial: n/I. Batch: n/I. Product family: scs-linear leads. Upn: n/I. Model: n/I. Serial: n/I. Batch: n/I.

Event description:
It was reported that the spinal cord stimulation (scs) patient passed away several days after a revision procedure due to an infection around the implantable pulse generator (ipg) site. The infection was a result of negligence at a long-term nursing care facility. The patient was treated with antibiotics after the scs system was explanted. The explanted products were discarded by the medical facility.

Event description:
It was reported that the spinal cord stimulation (scs) patient passed away several days after a revision procedure due to an infection around the implantable pulse generator (ipg) site. The infection was a result of negligence at a long-term nursing care facility. The patient was treated with antibiotics after the scs system was explanted. The explanted products were discarded by the medical facility. Additional information was received that the physician assessed the cause of death was sepsis from the infection. The patient had multiple open sores on her back with the worst sore being her sacrum, where the physician could clearly see her pelvis. The physician assessed that the scs device and revision procedure were not related to the patients cause of death. Although antibiotics were provided to the patient postoperatively, the family asked that the treatment be stopped. The patient passed shortly afterwards.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Correction to block d4: model number, lot number, catalog number, expiration date, serial number, and UDI.

Event description:
It was reported that the spinal cord stimulation (scs) patient passed away several days after a revision procedure due to an infection around the implantable pulse generator (ipg) site. The infection was a result of negligence at a long-term nursing care facility. The patient was treated with antibiotics after the scs system was explanted. The explanted products were discarded by the medical facility. Additional information was received that the physician assessed the cause of death was sepsis from the infection. The patient had multiple open sores on her back with the worst sore being her sacrum, where the physician could clearly see her pelvis. The physician assessed that the scs device and revision procedure were not related to the patient's cause of death. Although antibiotics were provided to the patient postoperatively, the family asked that the treatment be stopped. The patient passed shortly afterwards. Refer to manufacturer report number 3006630150-2023-05485.